Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad office manager reported that after 2 months of support, the hosp made a decision to explant the pt's lvad due to possible thrombus in the pump. No alarm conditions were reported to the MFR. The device was successfully explanted for recovery of the pt's natural heart.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.